Manufacturer narrative:
Concomitant medical device: evolutpro-29-us transcatheter valve implanted: (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead threshold and impedance values had risen drastically to high values on the same day it was implanted. Follow-up investigation revealed that a fluoroscopy showed the lead may not have been medial enough and was probably affixed to the trabeculae and muscle tissue. The physician repositioned the helix and the issue was resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the there was lack of capture on the rv lead.